Event description:
During the implant procedure, while tunneling using the inspire tunneler, the external jugular vein was inadvertently nicked, and the patient experienced bleeding. Surgeon identified the source of bleeding, suctioned the area, and achieved hemostasis using a ligasure device and bipolar cautery. This resolved the issue.